Manufacturer narrative:
Correction: d1, d4 & g1. The device was returned for evaluation, however the customers reported issue could not be replicated. The device passed full functional testing, transport testing and temperature testing and mechanical shock testing without replicating the reported issue. Event trace data were reviewed, and one occurrence was observed that indicated the unit shut down unexpectedly and then was reset within seven seconds. The root cause of the reported shut-off could not be determined, as the device passed all testing and the associated accessories were not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator shut off during transport. No patient harm was reported.